Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl; cause unknown. Customer performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.